Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and low amplitude. No adverse patient effects were reported. At this time, this lead remains in service.